Manufacturer narrative:
It was stated by the site that the patient was fully oriented and following commands before the implant. It was said that the patient was having jerking movements of all extremities post-surgery and during suspected time of event. It was stated that the patient did not have any history of seizers and no past medical history or present illness that may have contributed to the event. Patient inr was stated as being at 1.3. As of (B)(6) 2016 patient was blinks eyes and nods head to commands and is currently off sedation. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including neurological dysfunctions, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Neurological dysfunctions is a known potential complication associated with all patients implanted with vads. The lvad instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Stroke has been identified as a serious adverse event that may be associated with use of the lvad system. Although, the root cause of the reported event cannot be conclusively determined, patient, clinical factors that may have contributed. With review the reported information there is no indication of any device performance or manufacturing issues related to the event. Factors which may have contributed to neurological dysfunction in this patient include pre-existing comorbidities, recent pump implant requiring thrombolysis and oral anticoagulation therapy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including neurologic dysfunction. Vad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient had status epilepticus seizures on (B)(6) 2015 at 1822 hours, about 4-5 hours post-implant, involving the face and all four extremities and lasting 8 minutes. There is effacement of the right frontal parietal sulci which may be related to a combination of ischemia and seizure activity. It was stated that there were "no midline shift or herniation noted." Currently the patient is still sedated in the intensive care unit (ICU). Presently the patient is not following commands, determining the effects of the stroke is inconclusive at the moment. Continuous eeg monitoring is still in place. No additional information provided. Investigation is ongoing.